Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One stone extractor was returned for investigation. The returned packaging confirms lot number 8977577. The device was returned with the handle and the basket formation in the opened position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) is missing from the handle and was not returned. Functional testing determined the handle actuates the basket formation to the open and closed positions but tends to over extend due to the missing pett. A review of the device history record found there were no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history records shows there are no other complaints that have been associated with the complaint device lot number 8977577. The instructions for use (IFU) contains the following precautions: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a different issue than what was reported (that basket would not close). The basket of the returned device would open and close, but would over extend when opened. The ability of the basket to close was found to be normal when tested. It is possible that when the device was being used, the device could have been in a tortuous path, or some other factor affected the ability of the basket to close properly. The reported issue of the basket not closing was not confirmed. The basket of the device over extended when open due to a missing component inside the handle (the pett tubing). The pett tubing limits the amount of travel of the handle to match the size of the basket, so that the basket is fully open and fully closed when the handle is functioned. With the missing peet tubing, the handle over extended, allowing the basket to extend past the fully open position. There are two possible causes for the pett tubing to be missing on the device: the device was not assembled correctly. The handle was disassembled and reassembled by the user after the basket failed to close, but the pett tube was not replaced during reassembly. The functionality of the basket is checked multiple times during the manufacturing process. It is checked when the basket is assembled, during a quality control check before packaging, and the device is packaged with the basket in the open position. It is unlikely the device was not assembled correctly and was not caught during the multiple checks of basket function. There is no information to indicate that the device was disassembled and reassembled incorrectly by the user. A conclusion as to the cause of the missing pett tubing could not be determined. The failure of the basket to close could not be verified, and the cause for the missing pett tubing could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided on (B)(6) 2019. A cystoscope of unknown make and model was used during the procedure.

Manufacturer narrative:
The investigation remains in progress.

Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a bladder stone extraction procedure the user attempted to capture the bladder stone. The ncircle tipless stone extractor basket opened but would not close. The user commented the moving handle was able but the basket would not close. He replaced it with another device to complete the procedure. The patient did not experience any adverse effects.